Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll patient service representative (psr) contacted zoll to report that (B)(6) year old male patient passed away on (B)(6) 2014 while in a skilled nursing facility. Review of the event revealed an inappropriate defibrillation event consisting of 6 shocks during asystole on (B)(6) 2014. Oversensing of small artifact and small signal contributed to the false detection. The patient was reportedly not conscious during the event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. As received, the monitor was fully functional and able to detect and treat. The belt has not yet been returned to zoll. Monitor (B)(4). Electrode belt (B)(4), 01/2009.